Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a normal visit, rv lead perforation was suspected. The normal sinus rhythm was found to be undersensing. Right ventricular threshold test did not capture at high voltage. A chest x-ray confirmed the lead had perforated. The lead was repositioned. There were no complications from the revision.